Event description:
During a liver lobectomy procedure, the staples came out on only one side, that means only three staple lines came out and also formation was irregular. There was no pt consequence and one device is being returned.